Manufacturer narrative:
Device analysis: the device was returned, and analysis was completed. The returned product consisted of an imager ii diagnostic catheter. Visual examination of the device revealed a detached and missing tip along with a shaft kink. Microscopic examination revealed that a detached/missing tip was observed. An additional shaft kink was observed 32 cm from the hub. Nuclear magnetic resonance spectroscopy testing was performed, and oxidation and hydrolysis were observed, which is consistent with degradation of pebax when in contact with hydrogen peroxide. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a risk review performed for the imager ii angiographic catheter confirmed that the event of tip detachment of device or device component is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc assigned the referenced event the investigation conclusion code of failure to follow instructions. It was reported that the imager ii angiographic catheter may have been exposed to hydrogen peroxide in the catheterization lab. The instructions for use (IFU) indicates: "do not store this product in an area that is subject to aggressive disinfectant exposure, such as vaporized or in-solution hydrogen peroxide. Catheter integrity can be compromised if exposed to these substances."

Event description:
It was reported that a tip detachment occurred. An imager ii angiographic catheter was selected for use. The catheter was flushed during preparation, however, the tip detached into two pieces. The procedure was completed with a different device. There were no patient complications as a result of the event. It was further reported that hydrogen peroxide was used to clean the catheterization lab once a month.

Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis was completed. The returned product consisted of an imager ii diagnostic catheter. Visual examination of the device revealed a detached and missing tip along with a shaft kink. Microscopic examination revealed that a detached/missing tip was observed. An additional shaft kink was observed 32 cm from the hub.

Event description:
It was reported that a tip detachment occurred. An imager ii angiographic catheter was selected for use. The catheter was flushed during preparation, however, the tip detached into two pieces. The procedure was completed with a different device. There were no patient complications as a result of the event.

Event description:
It was reported that a tip detachment occurred. An imager ii angiographic catheter was selected for use. The catheter was flushed during preparation, however, the tip detached into two pieces. The same event occurred again with another imager ii angiographic catheter. The procedure was completed with a different device. There were no patient complications as a result of the event.